Event description:
It was reported that during a device upgrade, the pulse generator exhibited backup vvi operation after suspected electrocautery interaction. The patients heart rate dropped to 40 beats per minute. The device was explanted and replaced. The patients condition post operation was very good.

Manufacturer narrative:
(B)(4).